Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that, at this time, they do not remember what led to their stimulation being off. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient hadn¿t felt stimulation for a long time, specifically the past two weeks. It was noted that they wanted to increase stim but was seeing the ¿poor communication,¿ ¿sync with ins.¿ and ¿turn on stim¿ screen. The patient stated that they did not turn stim off and they did not know how it got turned off. Troubleshooting included syncing with the ins and turning stimulation on. They were on program 3 at 4.6v and stim was a little too much. They adjusted to 3.7v and confirmed that stimulation was comfortable, and the issue was resolved. No further patient complications are anticipated or expected as a result of this event.